Manufacturer narrative:
H.6. Investigation: three photos and 173 10ml syringes in opened convenience trays were received and evaluated. It was observed all the syringes contained thin ink rings mostly outside the grad lines and were within acceptable limits per product specification. Potential root cause for the ink ring defect is associated with the marking process. This was mostly likely due to a worn doctor blade not removing excess ink properly. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 172 syringes 10ml ll tip bulk convenience pak experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: material no. 309605 batch no. 8338896. Per email: we found 10ml lucerloc syringe black mark on it. Product description- 10 ml lucerloc syringe. Lot no- 8338896. Item ID- p-bd309605. No of affected units 172.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 172 syringes 10ml ll tip bulk convenience pak experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: material no. 309605, batch no. 8338896. Per email: we found 10ml lucerloc syringe black mark on it. Product description- 10 ml lucerloc syringe. Lot no- 8338896. Item ID- p-bd309605. No of affected units ¿ 172.